Event description:
The reason for the call was the patient stated that they were trying to get their device to work and they don't think it's working. Patient stated that when they lay down at night their legs start to hurt and they can feel the electrical waves take over and start killing them. Patient mentioned that they weren't doing that the other night and the battery went down to 10%. Patient stated they tried to connect to the stimulator and the handset was asking them to scan or enter a code; patient added that nothing happens when they try to enter the code. Patient mentioned that they can't get to mystim to get it working and that the handset keeps asking for the communicator serial number. Agent reviewed with patient that they were using the wireless recharger and not the communicator. Agent also reviewed that patient still has bandages on and that could be why they are having difficulty making a connection to their implant; agent asked if patient had clearance to start using and charging the implant and patient said no. Agent advised patient to reach out to their healthcare provider to make sure they are given clearance to start trying to charge the implant and make a conne ction. Agent reviewed general use of equipment and best practices with patient; patient had no knowledge of equipment or understanding of the stimulator. Patient tried to connect to the mystim app using the recharger multiple times and agent attempted to review how to connect to mystim app and what equipment to use. When asked for an event date; patient mentioned that they started noticing the stimulator was not working and kept going off but they looked at it and saw no power and felt like it wasn't doing anything and this was yesterday. The issue was not resolved. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.